Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found no abnormalities other than the lamp not lighting up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus representative reported (on behalf of the customer) that the light intensity of the xenon lamp decreased even though the life meter had not reached 500 hours. The issue occurred during a unknown diagnostic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.